Event description:
The customer's father reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 434 mg/dl at the time of the incident. Customer was going to treat with an injection. Caller does not want to troubleshoot for high blood glucose. Caller stated that the pump got wet and there is water in the screen. Customer put the pump in his pocket and his shorts got wet. Customer left the pump in his pocket and there is fluid under the lcd display. Caller stated that there was a little ink stain in the middle of the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Caller agreed to return the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.